Event description:
Additional information provided. The account observed increased reactivity in (B)(6) 2021. The account stated the increased reactive rate does not influence product quality as the units are being disposed. Data provided. 20 samples repeatedly reactive alinity s anti-hcv ii, 2 determ. Test positive, 15 determ. Test negative, 16 individual pcr negative, no anti-hbc positive, and no anti-hbc igm positive.

Manufacturer narrative:
Updated section b5 describe event with additional information. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of complaint data for the product and complaint cause lot identified normal complaint activity and the ticket trending review determined that there are no adverse trends. A review of labeling concluded that the issue is sufficiently addressed. The performance of the complaint cause lot was investigated by completing a review in the CAPA system for non-conformances, potential non-conformances and deviations. This review did not reveal any non-conformances, potential non-conformances or deviations. A customer data review of alinity s anti-hcv ii initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at peer sites was performed. During the review, it was identified that one of the instruments, as1139, was contributing to increased irr with anti-hcv ii while rrr was within product requirements. The abbott ambassador performed troubleshooting and replaced the pipettor probes, syringe, and injector nozzle, which improved the irr on this instrument. The specificity and reactive rate performance of lot 26496be00 is comparable to associated peer sites and is within product requirements. Additionally, aggregated lot performance across peer sites is comparable to other lots of the same assay evaluated in the comparison and are within product requirements. The alinity s anti-hcv ii assay has been designed with improved seroconversion sensitivity compared with previous and existing abbott anti-hcv assays. With the introduction of a more sensitive assay, the scenario exists that detection of low-level antibody in a donor can occur. This could be an indication of treated or resolved hcv infection or the presence of hcv infection in an immunocompromised setting. The increased sensitivity of low-level antibody in a donor is a further protection of the blood supply. The alinity s anti-hcv ii assay contains new antigen/reagent components as compared to abbott¿s previous and existing anti-hcv assays. This introduces new non-specific targets to a testing population. This introduction may impact the steady state level of specificity for a population. Because both first time and multiple time donors are naive to this new method, false positive results can occur. This may lead to an initial rise in repeat reactive results until these donors have been excluded and assay steady state level of specificity for the population re-sets. False positive determinations such as those evaluated may occur with a new anti-hcv ii assay due to either specific or non-specific reactions. Based on this evaluation, alinity s anti-hcv ii reagent, ln 4w56-55, lot 26496be00 is performing as expected. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product list 4w56, that has a similar us product distributed in the us, list 6p04-60. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated (B)(6) alinity s anti-hcv ii results were generated using multiple alinity s analyzers (serials (B)(4)). (B)(6). Specific patient information was not provided. No impact to patient management was reported.